Manufacturer narrative:
Device eval: one cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing showed the device alarmed and displayed error code 112. The investigation determined that the motor was inoperable and was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed "system fault." No adverse effects were reported.